Event description:
Impactor modular piece is broken. It does not allow surgeon to release cup into acetabulum.

Manufacturer narrative:
(B)(4). Examination of the returned device was unable to confirm the reported event. Although a surgical environment could not be replicated, functional testing with a depuy retained cup found the cup to assemble/disassemble from the handle, and the modular functionality of the handle functions as intended. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.